Event description:
Information was received from the physician that the patient¿s low oxygen and increased depression were not believed to be due to vns. No additional or relevant information has been received.

Event description:
It was reported by a patient in medwatch mw5083309 that following their vns implant, they lost the use of her vocal cords for over eight months, and had partially lost the use of her vocal cords for many years. This is reported in MFR report #1644487-2019-00429. The patient also reported that their oxygen levels dropped and remained very low. The patient has remained on oxygen since then. The patient also reported that they have been depressed following the implant. They stated that it has been a very serious depression. This is reported in this report, MFR report #1644487-2019-00428. Programming history was reviewed for the patient. The patient¿s device was disabled. No anomalies were seen. Device history records were reviewed for the devices. The devices passed all specifications prior to distribution. Attempts for more information have not been successful to date. No additional relevant information has been received.